Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set tap not sticking event on 10-may-2024. Infusion set has been used for 1 hour. Insertion site was abdomen. The adhesives might be affected by skin type activity level, weather conditions (high temperatures and/or humidity) and prep wipes may be used to clean the insertion area. No further information available.